Manufacturer narrative:
Clarification to d6a. Implant date: 13 yrs ago was reported a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation.

Event description:
Healthcare professional reported "deflation". Patient later reported "pain and deflation". This record is for the right side. The device remains implanted.